Event description:
It was reported that the atrial signal was appearing on the ventricular channel of this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed the presenting electrogram (egm) and found that there was no oversensing of the artifact since it was falling into the cross chamber blanking period. However, there was oversensing of noise that occurred during an ablation procedure on a different day. This resulted in a an inappropriate atrial tachy response (atr) episode. There was no pacing inhibition. No adverse patient effects were reported. Currently, this ICD remains in service.